Event description:
It was reported that during cholecystectomy after the second firing, the clip fell out. Another device was used to complete the case. There was no adverse consequence to the patient. Device will not be returned.

Manufacturer narrative:
Date sent: 09/18/2007.